Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead had high, out of range shock lead impedance values. This lead has had a history of high impedances and had been actively implanted for almost two decades. The plan was to continue to monitor the patient. Several years later, in a changeout of device due to normal elective replacement indicator, they did commanded shock through old can and still got high, out of range shock impedances. They have decided to just monitor rv lead. The patient tolerated the procedure and the new device implant. The rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead had high, out of range shock lead impedance values. This lead has had a history of high impedances and had been actively implanted for almost two decades. The plan was to continue to monitor the patient. Several years later, in a changeout of device due to normal elective replacement indicator, they did commanded shock through old can and still got high, out of range shock impedances. They have decided to just monitor rv lead. The patient tolerated the procedure and the new device implant. The rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead had high shock lead impedance values greater than 125 ohms. This lead has had a history of high impedances, and had been actively implanted for almost 20 years. The plan was to continue to monitor the patient. The lead remains in-service. No adverse patient effects were reported.